Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that intra-operatively, the needle tip broke off. The surgeon tried to remove the broken fragment but it was not possible. The fragment will remain inside the patient. The surgery was completed successfully with a new device of the same part number. It is not possible for the customer to send back the needle for evaluation because he lost the device in-house. No further information received.